Event description:
During implant a wire became stuck inside lead. Wire was gw vase 180cm .014 12781? (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).